Manufacturer narrative:
The naturally occurring loss of lubrication from the bearings, due to inadequate maintenance, led to the overheating and burning of the patient. This was caused by repeated failure of the customer to return the device to the manufacturer for annual preventative maintenance over the past approximately seven years.

Event description:
On (B)(6) 2018, microaire was notified by (B)(6) of a possible patient burn during a dental extraction using a part# 2130-000 high speed drill with a 1000et and a drill bit. On (B)(6) 2018 microaire was notified by (B)(6) that the patient associated with this event required a further operation (wedge excision) on the burned lesion.